Manufacturer narrative:
The dispatched fse has identified a motor problem as the root cause for the issue and replaced it. The device passed all consecutive tests and could be returned to use. In-depth investigation carried out by the manufacturer confirmed the initial expertise. There are certain error entries recorded for the date of event indicating a problem with the motor speed. The replaced motor was tested in the lab and showed behavior that is in context to the other information: rotating the motor manually in a specific test stand revealed that there are several positions where the motor does not start up turning even at elevated supply voltage. The root cause could be determined; the contact between the carbon brushes and the collector disc was interrupted in certain areas of the circumferential electrical conduction. The device was nearly ten years in operation and the deterioration can be considered normal wear and tear in reflection of the operating hours the device has completed. Motor replacement has fully solved the device problem. If a malfunction like this occurs the device shuts down automatic ventilation to prevent from ventilator piston damages and posts a corresponding alarm. Manual ventilation remains possible which allows the user to finish a running procedure.

Event description:
It was reported that during a case automatic ventilation failed. The device was switched out. No patient harm.